Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his sensor broke off inside of him; he was inserting the sensor using the serter and needle hub broke and got stuck in the serter. The patient's blood glucose at the time of incident was 123 mg/dl. The customer also mentioned that he had issues with his other sensors not inserting properly, or the needle not being connected, or the sensors being damaged. Five sensors will be returned for analysis and a replacement sensor was shipped to the customer.